Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away. Prior to the event, the customer had been diagnosed with ketoacidosis. The customer had also had four to five medical appointments with the endocrinologist, diabetes educator and pcp. Nothing further was reported.